Event description:
At the end of procedure the physician could not deflate the common balloon on the shunt. The physician cut the common arm (lumen) of the device, but the balloon remained inflated. The device was pulled from a patient in the inflated state. No patient injury happened.

Manufacturer narrative:
The device has been returned for the evaluation on (B)(6) 2012. We were able to verify and confirm the failure. We have found that the common balloon would not deflate properly. As a result of similar complaint, we have initiated improvements in our balloon manufacturing process: we have retrained our assemblers; clarified our manufacturing instructions, and, we are investigating new methods for installing the balloons on catheters (please reference lemaitre vascular inc. Corrective action CAPA (B)(4)). We believe that these steps will prevent this problem from reoccurring. Please note that no patient injuries happened due to this incident.